Event description:
It was reported that the patient experienced issues with three infusion sets between on (B)(6) 2026. The infusion set tubing was leaking at the site and was used for two and a half days. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.